Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer's fill estimate was inaccurate. The customer's blood glucose level was 55 mg/dl. Reportedly, the customer ate glucose tablets and a "half coffee cup of sugar". The customer was able to load a new cartridge successfully and resume insulin delivery.